Event description:
It was reported that the field personnel was prepping for change-out competitor device to (B)(6). Patient had a history of twiddling on another manufacturer's device. The device is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).